Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73e1900683 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
It was reported that the jaws of the applier did not open completely when the user tried to ligate during an operation. Therefore, the device was replaced the with a new one.

Manufacturer narrative:
(B)(4) the reported complaint of "jamming - clip stuck in jaw area" was confirmed based upon the sample received. The device was returned with its rotation tab bent and a clip partially loaded stuck in the bent rotation tab. The sample was returned with 12 clips remaining, including the partially loaded clip, indicating that 3 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. First, the indicator clip was manually removed from the jaws and the trigger cycle was completed. Even though no more clips were remaining, functional inspection was performed on the returned sample in order to see if the internal ratchet ears were broken. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "jaws not opening completely" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed , and a probable cause could not be determined.

Event description:
It was reported that the jaws of the applier did not open completely when the user tried to ligate during an operation. Therefore, the device was replaced the with a new one.